Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the implanter was unable to connect the existing lead in the header of the device. It was noted that the lead was not getting fixed on rotation when attached to the device. The device was removed and replaced successfully. The lead was connected to the new device and remains in use. No patient complications have been reported as a result of this event.